Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the lead exhibited unacceptable capture thresholds, sensing anomaly and impedance anomaly. The lead would not stay in the septum. The lead was not used and a new lead was implanted. The patient's condition was stable.